Event description:
Caller reported an initial alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier on the same day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin and did not experience frequent or recurring occlusion issues, so no additional assistance was deemed necessary, and the case was closed by technical support.